Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
According to the medical records received for unrelated events, the patient's blood began clotting in the device 15 minutes before treatment was completed. The blood was returned and the treatment was terminated early. No blood loss. No sample is available. During follow up for unrelated events with the initial reporter, the patient continues on hemodialysis. No medical intervention was required.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500316e) shipped to this account within the selected time frame. A records review was performed on the four lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. There was no information provided within the medical record documentation related to the use of any anticoagulation medication administered to the patient during the hemodialysis treatment. The dialyzer instructions for use (IFU) document recommends the systemic heparinization of the patient during hemodialysis. Per the IFU, "systemic heparinization is defined as administering the prescribed loading does of heparin into the patient's vascular access and waiting 3 to 5 minutes prior to initiating treatment. During dialysis, the dose of heparin and method of administration is the decision of the physician." Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.